Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no telemetry during interrogation. The pulse generator was at end of life (eol) due to normal battery depletion.

Event description:
It was reported that on (B)(6) 2011 the pulse generator was interrogated and exhibited an estimated longevity of 6 months. During the visit the battery data stated -data not read- on (B)(6) 2011 the pulse generator could not be fully interrogated with three different programmers. The device was explanted on (B)(6) 2011.